Event description:
A hospital in (B)(6) reported via a distributor that an rt340 adult dual heated evaqua breathing circuit had a faulty inspiratory limb and the heater wire in the expiratory limb was disconnected. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit kit was returned to fisher & paykel healthcare in (B)(4) for inspection. The inspiratory and the expiratory limbs were visually inspected, eletrical resistance tested, and bent pin checked. Results: no damage was observed to the inspiratory limb. It passed the eletrical resistance and bent pin tests. The expiratory heater wire was not disconnected and passed the eletrical resistance test; however, a heater wire adaptor could not be fully connected to the heater wire socket of the expiratory limb due to a bent pin. This prevents the adaptor from connecting to the heater wire socket. A lot check was not performed as lot information was not provided. Conclusion: the reported fault in the inspiratory limb and the disconnected heater wire in the expiratory limb were not confirmed during inspection; however, the expiratory limb could not be connected to the heater wire adaptor due to a bent heater wire pin. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt340 adult dual heated evaqua breathing circuit had a faulty inspiratory limb and the heater wire in the expiratory limb was disconnected. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.